Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump would go at regular speed about ¾ of the way and then for the other ¼ of the way, the pump would slow down. It did not matter at what revolutions per minute (rpm) the pump was at and the issue was worse at the lower rpm's. The device was not changed out, as they used the roller pump for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) stated there were no issues observed during set-up and priming of the cpb circuit and no issues in setting occlusion of this pump (arterial pump). About mid-way through cpb, the ccp noticed the pump was behaving like it was in pulse mode as the pump speed would increase and decrease as the rollers moved within the race. It was more noticeable at slower speeds (e.g. When weaning the patient from cpb or slowly transfusing blood volume post cpb). At the slower speeds, there was also a noticeable grinding noise as the rollers rotated. There was no issue in providing the desired and required flow rates. The pump was used for the remainder of the procedure and removed from the base (taken out of service) after the case was completed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.